Event description:
It was reported the pt experienced a jolt form his programming and was unable to use his stimulation. An sjm representative met with the pt and reprogramming was able to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.